Manufacturer narrative:
Concomitant products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional reported via a manufacturer representative (rep) that the patient had abdominal pain after surgery. The stimulator was turned off which was the plan prior to surgery due to general anesthesia. It was decided that the rep would see the patient in a week to turn stimulation on. The patient had a lot of scar tissue at the lead level so the lead kept veering left or right instead of staying mid-line. Intra-operative impedances were normal but no other intra-operative tests were performed due to general anesthesia. The patient was admitted for pain control and was awaiting a thoracic MRI. The pain was improving and the patient was offered removal of the lead but they decline and were awaiting their MRI. The issue was not resolved. The patient indication for use was lumbar radiculopathy and spinal pain.

Event description:
Additional information received from the manufacturer representative reported that they saw the patient on (B)(6) 2016 at the doctor's office. The MRI results were said to be normal. The abdominal pain had subsided, but took 2-3 weeks after surgery before completely going away. The patient's pain pattern had also changed. The patient was implanted for left leg pain, however since the surgery the left leg pain was completely gone and the patient had pain in their right leg and hip. The patient was reprogrammed so that they had coverage in their right leg and hip, and they stated that it felt good and seemed to be helping their pain. The doctor was present at the visit, but did not have an explanation for what happened as the MRI was completely normal. The patient was going to follow up with their doctor in a month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.